Manufacturer narrative:
Findings: unit received with broken battery cap. Pump passed displacement test, operating currents, selftest and off no power test. No failed battery alarm and no battery out limit alarm noted. Low reservoir alarm function properly during test. Unit received intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 162 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.